Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer's father advised the patient may have eaten something without telling their parents which resulted in high blood glucose levels. Customer's blood glucose level went down when they treated via bolus delivery. Customer had a low blood glucose level at school and treated via juice and snacks. Customer declined to speak to the 24 hour helpline.